Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; results will be forwarded when available. Evaluation summary (B) (4) the right ventricular undersensing condition was confirmed. Electrical analysis confirmed the undersensing failure to the hybrid level. However, a specific failing component could not be identified because the failure disappeared during analysis. Attempts to revive the failure condition using thermal cycling were unsuccessful.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Analysis of the device is in process; results will be forwarded when available.

Event description:
It was reported that after implant of the device, testing showed that the rv lead was not sensing, but was pacing. Measurements were taken again within several days and the rv lead was still not sensing, but was pacing. The patient was taken back to the cath lab for additional testing, and when the lead was tested with the analyzer there was good sensing, so the issue was determined to be due to the device. The device was explanted and replaced, and the rv lead is still in use. No patient complications have been reported as a result of this event.